Manufacturer narrative:
Submit date: 1/12/2017. An investigation is currently underway. Upon completion, the results will be forwarded.

Event description:
It was reported to covidien on (B)(6) 2017 that a customer experienced an adverse event with a palindrome dialysis catheter. The customer states that a patient died due to cardiac arrest following a gas embolism during the installation of the catheter. At time of the guide and before the insertion of the catheter, the patient had a sigh breathing movement which induced a change in intra-thoracic pressure. As a result, air enter into the vein. The patient experienced hypoxia with desaturation, hypotension and heart failure. Cardiac resuscitation was done unsuccessfully. The customer states that the catheter does not have an anti-return valve which could have prevented this.

Manufacturer narrative:
This complaint has not been confirmed. The actual sample involved in the reported incident was not returned for evaluations. No additional information, pictures or videos were received. Since no sample was returned for examination, it was not possible to evaluate it as part of a comprehensive failure investigation. A device history record (DHR) review revealed no discrepancies that may have contributed to a complaint of this failure mode. All quality assurance testing performed during manufacturing was acceptable. The quality assurance review of the visual, physical and dimensional evaluation results indicated that the product met specification requirements. In addition, all dhrs are reviewed for accuracy prior to product release. No additional information was received for testing and investigation. If the sample is returned in the future, this complaint will be re-opened for further investigation. The available information was analyzed and it did not allow confirming a root cause for the event. The report of the safety medical assessment was received with the complaint and this document indicates that no additional actions are required because no additional evidence was provided for this analysis. This complaint will be reopened and updated accordingly if additional information becomes available. The evidence provided is not enough to relate this event to the manufacturing operations since the product sample was not returned for evaluation. Additionally, there are a number of alternatives, like exposure to contaminating agents or manipulation, which may cause the reported air embolism. No trigger and trend was found. The complaint has harm, however the occurrence percentage for this failure mode was found lower than expected, therefore, a corrective or preventive action (CAPA) is not deemed necessary at this time. It must be noted that in-process controls, such as personnel training, incoming quality acceptance testing for raw material, 100% in process visual inspection and visual acceptance sampling, are in place to prevent nonconforming product from leaving the manufacturing operations. This complaint will be used for tracking and trending purposes. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The customer states that a patient died due to cardiac arrest following a gas embolism during the installation of the catheter. At time of the guide and before the insertion of the catheter, the patient had a sigh breathing movement which induced a change in intra-thoracic pressure. As a result, air enter into the vein. The patient experienced hypoxia with desaturation, hypotension and heart failure. Cardiac resuscitation was done unsuccessfully. The customer states that the catheter does not have an anti-return valve which could have prevented this.